Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized by her daughter due to hyperglycemia and diabetic ketoacidosis on (B)(6) 2019. The customer blood glucose level was over 400 mg/dl at the time of incident and the current blood glucose level was 152 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin drip during hospitalization. The customer stated no symptoms related to high blood glucose. Customer reports they contacted their health care professional regarding the high blood glucose. Customer was unable to complete carelink upload. The device will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08715 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test. Device uploaded properly using carelink. Device had cracked battery tube threads and a scratched reservoir tube window. (B)(4).